Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The first connector : the surgeon tightened three hexagon screws of the connector, using a torque wrench((B)(4)), starting from both sides, then the middle one. However, when attempting to tighten the middle screw, it continues to rotate idly and would not complete tightening under 4n/m. The first connector was replaced . But the same event occurred to the second connector as well. The surgeon attempted to loosen the screws , but one of the two screws exhibited deformed hexagon and the screw would not loosen any further. Therefore, unable to remove the connector from the rod. The surgeon replaced the rod and the connector at the same time to replace the second connector. The surgical procedure was extend for about 15 minutes. The procedure was completed without cross connector in the end. The surgeon pointed; the strength/durability of the screw. Wear/damages of the wrench. All med watch submissions related to this report are: 9610612-2018-00315, 9610612-2018-00316, 9610612-2018-00318.